Event description:
It was reported that a gamma nail was revised due to being cut out. Revised to a bipolar.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.